Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem that the unit would not alarm. The ventilator failed the patient assist port test from ltv service final test. The ventilator is constantly alarming ¿on¿ under any condition using nurse call test fixture. Bench testing revealed component q44 on power board had become shorted from pin 1 to pin 2. This malfunction of q44 is preventing the patient assist port relay from being set to the ¿off¿ position. The power board was replaced.

Event description:
It was reported that when the ventilator alarmed, there was no audible alarm at the nurse call station. The patient was placed on another ventilator with no patient harm reported.